Event description:
Product complaint report shows customer alleged device has no audible alarm. Facility's biomedical technician inspected the device. Found a loose wire connection at the utility panel and secured the connection. There were no parts replaced. No patient harm reported. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.